Event description:
Reportedly, prior to the implantation of the ICD involved in this MDR report, the device was interrogated in its commercial packaging and it was observed long charging time of the high voltage capacitors (1st interrogation - charge time 36 sec, 2nd interrogation - charge time 32 sec, 3nd interrogation - charge time 26 sec). The device was not given to the physician and returned for analysis. Another device was successfully implanted.

Manufacturer narrative:
(B)(4), 2011. This event concerns a device that was manufactured and used outside the united states. Analysis is pending.